Event description:
The pt was not able to adjust stimulation. A message displayed showing "call your doctor" icon. A power on reset (por) occurred. A warning por displayed on programmer and 37742 programmer. Additional information has been requested.

Manufacturer narrative:
(B)(4).